Event description:
It was reported that the customer experienced a past blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer went to the emergency room (ER) and was treated with intravenous fluids and released from the ER on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to discuss diabetes management with a health care professional.